Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed a q-syte unit with an attached syringe and a view of the male luer connection of the unit. The evaluation of the photographs did not reveal sufficient evidence to identify a defect. There were no visible anomalies or damage that would contribute to the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte luer access split septum experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: septum or housing part was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: septum or housing part was damaged.